Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister (cb-1000), when the co2 blower was used to perform vascular anastomosis, the blood should have been removed to secure a field of vision, but the blood was not removed and the co2 was not discharged. It was determined that this product was defective and a new product was used to perform the surgery. The newly used co2 blower product had no problems with removing blood or securing a field of vision during vascular anastomosis, so the surgery was completed successfully. There was a slight delay in the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
Tw# (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 96255756 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.